Event description:
On june 5, 2006, the facility contacted baxter technician services to report a 1550 hemodialysis machine experiencing constant temp alarms, inaccurate fluid removal, and a tmp alarm during bio-medical testing. A baxter field service engineer (fse) went to the facility the same day to evaluate the machine. The fse found the unit with an ultrafiltration goal set for less fluid than had already been removed. The fse checked the calibrations of the a, v and tmp meters, also checked sensors and ufc corporations. The fse performed a test run of 1 hour and found the machine to be operating within specifications. The fse then completed a service call checklist. The unit is operational and within specifications. There was no pt injury or medical intervention reported in association with this incident. No further information is available at this time. If additional info becomes available, a follow-up report will be sent.